Event description:
Caller reported a cartridge alarm issue with the pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer took corrective action by implementing multiple daily injections as a backup therapy while technical support arranged for a replacement pump with updated software. Technical support provided instructions for returning the problematic pump and advised on steps for using the replacement pump, including waiting for sensor sessions to end before inserting a new sensor. Customer understood and acknowledged all instructions given.